Manufacturer narrative:
The pod was received not deployed with the needle cap still attached and evidence of the needle mechanism having already fired. The pod fully deployed upon removal of the needle cap. The pod completed both first and second prime and was deactivated at 56 pulses at the end of second prime. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No damages or deficiencies were observed that could have contributed to the reported needle deploying early. The cause of the reported needle deployed early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism fully deployed prior to pod activation. No adverse patient impact was reported.